Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure the device was not cutting the structure. After several minutes, the device did not perform the coagulation of the structure. There was no pt injury reported. There was no permanent damage. There was no bleeding in excess. The surgical time was not extended. The event did not prolong the hosp stay.